Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: water may have invaded the scope connector unit of the device, which caused a short circuit or continuity failure in the electrical terminal of the electrical board of the internal plug unit. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited e217 scope error due to corrosion on the plug unit. There was no patient involvement.